Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. Label review was not performed no user error was suspected. Complaints trend was assessed in complaint trend investigation (B)(4) and is shown be stable. Baxter will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during use. The home patient (hp) and the solution bags were connected at time of the alarm. There were no leaks detected. The home patient (hp) did not disconnect. The caregiver (cg) had already cleared alarms. The cg called the registered nurse (rn) who advised her to call baxter. The tsr advised cg to call rn back to let her know alarm was air detect. There was patient involvement. Product surveillance contacted the caregiver (cg) on (B)(4) 2011 regarding the system error 2240 alarm. The cg stated that the issue was resolved, however, the cause of the alarm remained unknown. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg, the home patient (hp) not receive any injury or medical intervention as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.